Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited non-sustained myopotential noise oversensing which led to pacing inhibition. The patient did not receive inappropriate therapy during the oversensing. No programming changes were made. There were no patient consequences, and the patient will continue to be monitored.